Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was difficult to position during the implant procedure. The lead could not reach the target position,exhibited unacceptable pacing thresholds, and caused phrenic nerve/diaphragmatic stimulation. The lead was repositioned during placement and remains in service. No patient complications have been reported as a result of this event. Patient is enrolled in the (B)(6) clinical study.